Event description:
A patient underwent repair of tetralogy of fallot. At beginning of surgical case, tee, transesophageal echocardiography, probe was placed by physician. A tee study was performed as chest was being opened. Another study was obtained post surgery and third obtained post revision of cardiac surgery. The tee probe was then removed, placed in tip protector with gauze and transported to central sterile for cleaning. During the cleaning in central, the probe failed the safety test (leakage current excessive). Bio-med was contacted and examined the probe. A small hole in rubber portion of sheath where probe articulates and fluid drains was found. Also, a stain was found on transducer face. Unable to determine when defect occurred. Possible current leakage exposure to this patient. Removed from service and phillips imaging contacted. Replacement probe was received. There does not appear to be any adverse effects to the patient.